Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced hour glass icon in status box which occurred 1 day after the sensor had been inserted in the abdomen. According to the report, the cgm was not connecting or providing readings. The display device showed the warm up screen 3 times. No patient symptoms were recorded. The bg by the school nurse was 300, 400, and 700 mg/dl. An ambulance was called, and the patient was transported to the hospital. There, the patient's unspecified equipment was removed by staff. The patient was treated from 1500-2000 with unspecified IV fluids and insulin. When the bg was 300 mg/dl, the patient was given an injection of unspecified insulin and discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.